Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set's kinked cannula event on (B)(6) 2025. Event took place within 3 hours of insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. The initial MDR with manufacturing report number (3003442380-2025-03835), was submitted on 18-mar-2025. Upon receiving additional information, the lot number has been updated. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. D4: lot number.

Event description:
To date, additional patient or event details were received which have been added in h11.